Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer did not provide a specific blood glucose (bg) value but did report their bg levels to be above 240mg/dl. The customer administered manual injections to address the bg level. The customer would change out their cartridges and infusions sets multiple times in order to resolve the occlusion alarms. Customer stated they never notice any damage to the infusion set site. The customer also reported that they do not have any scar tissue. Reportedly, the pump is worn against the customer's skin.